Manufacturer narrative:
H6 device evaluation: lens was returned dry with residue/debris on product in a micro-centrifuge vial. Visual inspection found that the haptics were bent/deformed, and the optic was also deformed. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens to be out of specification. Correction: g4 premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. (B)(4).

Manufacturer narrative:
Additional data: h6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation with refractive surprise. In a separate visit lens repositioning was performed but it did not resolve the problem (lens was not stable, rotated again). The lens was later exchanged for a spherical lens of the same length and the problem resolved. Residual astigmatism will be treated by prk. Cause of event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.